Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose was over 400 mg/dl. Customer had taken sugar tablets. Customer was not using auto mode feature at the time of event. The insulin pump, reservoir and sensor will not be return for further analysis.